Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. An authorized service personnel (asp) was dispatched to the customer site, and it was determined that the touchscreen needed to be replaced to return the device to working condition. The asp replaced the touchscreen to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
Report date: 28aug2021. (B)(6).

Event description:
It was reported to philips that the device's touchscreen was malfunctioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm.